Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during testing of their device they heard a "pop" sound and smelled smoke. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy and displayed an ¿abnormal energy delivery¿ message. The device shocked but there was no energy output. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to diode, designator cr30. Legs 5 and 9 of cr30 were electrically shorted which resulted in catastrophic damage.

Event description:
The customer contacted physio-control to report that during testing of their device they heard a "pop" sound and smelled smoke. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy and displayed an ¿abnormal energy delivery¿ message. The device shocked but there was no energy output. There was no patient use associated with this event.